Event description:
Event description guidant received information that this chronic implantable transvenous defibrillation lead had increasing shock impedances, as measured through the associated implantable cardioverter defibrillator (ICD).